Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited chipped adhesive on the bending section, a missing piece of the distal sheath, and a sticky control unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the malfunctions. However, the stickiness on the control unit can be traced to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.